Event description:
It was additionally reported that the device was explanted and replaced. It was also reported that the lv lead had unstable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d314trg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high capture threshold outputs, which resulted in premature battery depletion of the implantable cardioverter defibrillator (ICD) device. The lead was programmed off. The device and lead remain in use. No patient complications have been reported as a result of this event.